Event description:
It was reported that a 150 ml bag in which the operator observed a large string like particle after filling the empty bag with cetuximab. It is unknown when the reported condition occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510(k) number. If additional relevant information or samples become available, a follow-up report will be submitted.